Event description:
Surgeon has found that a 6 mm screw for 1.7 mm plate fixation was broken at its neck during tightening intraoperatively, therefore, the surgeon used another same size screw on the patient. However, the surgeon found out that the implanted screw was broken after 10 days of operation by x-ray. Hence, the patient had a revision surgery.